Event description:
Reportedly, the device prompted connect electrodes, resulting in an inability to deliver pacing or defibrillation therapy to a pt. The pt was delivered to the hospital and pronounced. There was no reported association between the malfunction and pt outcome.